Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
During an emergency support program called for assistance with a fiber-optic sensor failure alarm on a cardiosave intra-aortic balloon pump (iabp) during sensation 40cc intra-aortic balloon (iab) therapy. Reconnection of the fo cable did not resolve the issue. Transition to a transduced ap source was reviewed; however, video assessment identified a non-recommended setup with multiple stopcocks, a vamp device (closed blood sampling systems), and excess tubing. Aspiration of the inner lumen was unsuccessful, indicating loss of lumen patency. The inner lumen was capped and labeled ¿do not use, risk of thrombus.¿ therapy was successfully transitioned to a radial arterial line, with an appropriate ap waveform and pressure indices restored. Patient demographics and iab sizing were reviewed.